Manufacturer narrative:
(B)(4). Implant date sometime in 2007. Concomitant products: unknown head, unknown stem. He device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04767.

Event description:
It was reported patient underwent closed reduction approximately 10 years post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: cocr cable/sleeve set lot#356040 item#120010, taperloc porous femoral lot# 826530 item#11-103202, m2a-magnum taper insert lot#070000 item#139252, m2a-magnum modular head lot#650480 item#157442. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.